Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) consistently displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer stated that the issue didn't affect the patient but caused the device to fail to operate. No consequences or impacts on the patient. The customer also mentioned that the autopulse platform has been repeatedly displaying ua45 during every check since then.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) consistently displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during both archive data review and functional testing. The root cause of the reported ua45 advisory message was the platform driveshaft not being at its "home" position. The ua45 advisory message can usually be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will normally move the driveshaft to its "home" position. At zoll service depot, the root cause of the persistent ua45 advisory was determined to be the sticky clutch plate and stiff drivetrain motor. The archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up, confirming the reported complaint. The driveshaft was not stuck and was manually rotated to its "home" position to clear the ua45 advisory message, but it was very stiff. Technical investigation revealed that the stiff driveshaft resulted in the autopulse platform triggering ua45 advisory messages. The clutch was very sticky, and the drivetrain got very hot during functional testing. Replacing the drivetrain motor assembly resolved the reported complaint of ua45 advisory. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).